Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir twice but no delivery when the reservoir was empty. The customer did not receive the alarm stating that the reservoir was empty. Customer's blood glucose level was 280 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.